Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported when removing the sset it was wet inside on the pump module. The patient reported on the soft side of the cassette on the left side of the left dome there is a pin prick tear. During follow up the patient's pd nurse reported the patient was given a prophylactic antibiotic (drug name, dose, route, and frequency unknown) as a precaution. No adverse event reported. The set was not made available for evaluation.